Manufacturer narrative:
Correction: d10/h11 continuation of d10: product ID: 203cx, product type: coaxial umbilical cable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: afapro28, product type: balloon catheter; product ID: afapro28, product type: balloon catheter; product ID: 4fc12, product type: sheath product event summary: the data files were returned and analyzed. The case data file showed ten applications were performed using a catheter identified as afapro28 with lot number 19706 and three ap plications were performed using a catheter identified as afapro28 with lot number 19706 on the reported event date. The case file showed system notice n-030 (the system has detected a lower than expected pressure at the start of inflation) at application numbers 8, 9, 10 and 11 with both catheters. In the fault data file, the following fault messages were found on the reported event date: n-030 (the system has detected a lower than expected pressure at the start of inflation) and n-184 (the system has detected a higher-than-expected pressure). In conclusion, the reported clinical issues for hypotension and pericardial effusion occurred during the procedure with no indication that the adverse events were related to the performance or a malfunction of the product. Additional system notice were observed in the data files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, an unknown system notice was received. The balloon catheter and coaxial umbilical cable were replaced which resolved the issue. The case was completed with cryo. After the procedure, the patient's blood pressure dropped. An echocardiogram was performed and confirmed a minor pericardial effusion. A pericardiocentesis was performed. No further patient complications have been reported as a result of this event. It was later reported that the original balloon catheter was also replaced because it was unable to inflate.